Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.   The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The four (4) additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a size greater than 8.5f and the evar procedure was completed. Reportedly post procedure, when tightening the knot of one of the proglide devices, the suture came out of the vessel including the knot and tissue. A new proglide was attempted to be deployed; however, a cuff miss [suture retrieval issue] was noticed." Another proglide was deployed successfully and hemostasis was achieved with the sutures of the two proglides (one successfully pre-placed prior to evar and one after). No treatment was needed for tissue damage. Three proglide devices were attempted in the calcified left common femoral artery (lcfa); however a cuff miss [suture retrieval issue] was noticed with each of them. The vessel "jolted" so it was not punctured straight from the top but more along the vessel/on the side therefore a proglide could not be placed. Hemostasis was achieved with surgical cut down in the lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.